Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller would not turn on or charge and the message they were getting was battery empty recharge the controller. Pt was needing to have an MRI and they put it off because they could not charge. Now pt could not charge their controller. When examining the controller charging port pt said a few of the pins looked faded over time and looked different from the others. Pt verified the controller did not turn on even though the ac power supply had a green light on it. An email was sent to the repair department to replace the controller. No symptoms were reported. Additional information was received from a friend/family member. Pt rep called back stating pt had not received the package. Checked the tracking info. It appeared it was shipped to the old address on file. Pt rep also asked for a battery pack since pt was concerned that the controller replacement won't resolve the issue. Pt needs an MRI and cannot receive pain medicine without MRI. Pt rep mentioned pt had been in pain all weekend. An email was sent to repair. The pt's daughter called back to track the package - pss provided fedex tracking number and reviewed package should be delivered by 12pm today.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6), product type accessory product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.